Event description:
A non-healthcare professional reported that the gantry continued to move downward even after releasing the joystick, moving in the z-axis direction in the unknown eye of a patient after surgery. No patient impact was reported.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #3008772169) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center site #2028159). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. The company representative was able to replicate the reported event. The nonconforming joystick. Was replaced to address the issue. The system was tested and found to meet product specifications. The root cause of the reported event is attributed to the nonconforming joystick. The manufacturer internal reference number is: (B)(4).